Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad didn't respond and broken display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. During testing, the down, left, right, and go back keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume, and there was no sound at each setting. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. Device was received with some scratches on the sides of the case as well as the display window cover.